Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. It was found that the top case was cracked. The pump event history log was reviewed and identified an audible alarm background test. Power up process and occlusion test were performed and the reported issue could not be duplicated. The reported issue could not be confirmed as the device passed function testing, therefore the root cause could not be determined. Actions were taken to mitigate the reported issue: performed occlusion testing and device passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that a primary audible alarm occurred. No patient injury was reported.